Manufacturer narrative:
Internal insulation abrasion was noted at 14.7 to 15.2 cm from the distal tip. This is consistent with the observation from the field of noise.

Event description:
Related manufacturer reference number: 2017865-2020-17447. . It was reported that the patient's had presented for lead revision. The atrial lead had previously shown noise and the right ventricular lead had externalized conductors. The leads were explanted and replaced. The patient was stable post procedure.